Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastroplasty, the stapler was able to fire, however, poor staple formation was observed. Some stapler also fell inside patient's cavity and were not retrieved. The jaws of the stapler also locked on tissue. Blood transfusion was given due to 500cc blood loss. Surgical time was prolonged for 30 minutes, and the incision site was extended. Another device was used to complete the case.